Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to the customer's blood glucose. Reportedly, the pump was replaced, and the customer continued to use the current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.